Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Attempts have been made to obtain additional information; however, at this time no additional information has been received or expected. The manufacturer internal reference number is: (B)(4).

Event description:
A clinical engineer reported to the company servicing engineer they experienced an eye tracker failure on the excimer laser. No patient harm was reported. Attempts have been made to obtain additional information; however, at this time no additional information has been received or expected.

Manufacturer narrative:
The device history records (DHR) for the device were reviewed. The associated device was released based on company acceptance criteria. Sample has not been returned for evaluation. Not enough information was provided from the account to properly complete an investigation. The root cause could not be identified by the investigation. (B)(4).

Event description:
Upon additional follow up, the reporter indicated the surgeon was notified by field service engineer (fse) not to use the laser until after he was able to receive service parts ordered to service the laser. The customer proceeded with a list of patients prior to the return of the fse and the eye tracker error displayed.